Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces measuring 5.1 cm from the connector pin and 58.5 cm from the stretched distal portion. Final analysis found external insulation abrasion exposing the outer coil at 3.0 cm to 3.2 cm from the distal tip caused by friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.